Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in three pieces. Visual inspection of the lead found internal insulation abrasion breaching the right ventricular and inner coil lumens exposing the inner coil in between the shock coils. The etfe cable coating of one right ventricular cable was abraded in this location. The cause of the reported event was isolated internal insulation abrasion exposing the inner coil and the etfe cable coating of the right ventricular cable. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented with signal artifact noted on the patient's right ventricular lead. The lead was explanted and replaced on 26 dec 2023. The patient was stable throughout.